Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading is over 600 mg/dl. Customer stated that the insulin pump did not give warning. Customer stated that the insulin pump has cosmetic damage. Advised the customer that the insulin pump will be reported. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was operating within specifications. The device passed all functional testing. The insulin pump was received in with a cracked case at the display window, broken battery tube threads, missing end cap sticker and a scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.